Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was 414 mg/dl. The customer called earlier because she was having issues with the infusion set. The customer was not feeling well. She was treating her blood glucose level with the insulin pump. The site was bleeding since she removed the cannula. The high pressure test passed. The device was not returned.